Event description:
The customer's reported that the pump has had several no delivery alarm and pt was in the hospital. Pt's blood glucose at that time was 218mg/dl. Customer unable to troubleshoot due to this happened several weeks ago. Customer does not want to return the set and reservoir for analysis. Customer does not want to have the pump replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.